Event description:
A non-healthcare professional reported that before an intraocular lens (iol) implant procedure, the distal haptic was found to be broken prior to implantation. There was no patient contact and the procedure was completed on same day. Additional information received stating that surgery was completed with another backup lens.

Manufacturer narrative:
The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced over the lens. The lens was located under the plunger still in the loading area. The leading haptic was extended. The trailing haptic was broken/torn from the gusset area (returned). A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The reported broken haptic was observed. The root cause could not be determined. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Broken haptics may occur: due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).